Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, the device jammed and had difficulties in loading/toggling, the needle stayed in the jaws and passed through the tissue. The surgeon was able to complete the oversewing even with the said issue of the device, wherein it felt like something was jamming in the handle. No patient injury.